Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Full email address, (B)(6), did not fit due to character limitation.

Event description:
The customer stated that repeat reactive alinity I hbsag quantitative ii results were generated for three patients. The customer questioned the results as being falsely reactive because anti-hbc testing was nonreactive. Two patients were redrawn and the alinity hbsag qualitative ii and anti-hbc results were nonreactive. The following data was provided. Patient : specimen collection date: (B)(6) 2020: hbsag reactive: 6.1 5.9 6.2 anti-hbc nonreactive: 0.180 lspq confirmation: biorad hbsag/eia positive anti-hbc /eia negative same specimen repeated on alinity I hbsag reactive: 5.62, anti-hbc nonreactive: 0.18 new specimen collected on (B)(6) 2020: alinity I hbsag nonreactive: 0.3, anti-hbc nonreactive: 0.11 testing using the siemens centaur method generated nonreactive hbsag and anti-hbc results. Patient : specimen collection date (B)(6) 2020: hbsag reactive: 2.0 1.9 2.0 anti-hbc nonreactive: 0.130 lspq confirmation: biorad hbsag/eia positive anti-hbc/eia negative same specimen repeated on alinity I hbsag reactive: 1.88, anti-hbc nonreactive: 0.13 new specimen collected (B)(6) 2020: alinity I hbsag nonreactive: 0.2, anti-hbc nonreactive: 0.130 testing using the siemens centaur method generated nonreactive hbsag and anti-hbc results. Patient : female,(B)(6) years old : hbsag qualitative ii on original tube: 4.7 reactive, anti-hbc 0.14 (non reactive) repeat on aliquot sample hbsag 4.6, 4.8 repeat on a different tube hbsag 4.58 reactive, anti-hbc 0.14 nonreactive. Lspq confirmation: biorad hbsag/eia positive. Alinity I hbsag confirmatory testing was also falsely reactive for two of the patients. No adverse impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for observed falsely reactive patient results included a search for similar complaints, and the review of complaint text, trending data, labelling, and device history records. Return testing was not completed as the ticket searches determined that there is no unusual activity for the likely cause lot and the complaint trending review determined that the complaint activity was normal for the product. Trending review determined no adverse trend for the issue of false reactive patient results for the product. Device history record review of lot 17308fn00 did not show any non-conformances or deviations relating to the customer issue. Labelling was reviewed and found to adequately address the issue under review. In house testing of panels which mimic patient samples was completed using a retained sample of lot 17308fn00. All specifications were met indicating the lot is performing acceptably. Based on the investigation, no systemic issue or deficiency of the alinity I hbsag qualitative ii confirmatory lot number 17308fn00 was identified.